Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The reported part is not a synthes device it belongs to (B)(4). (B)(4) is the legal manufacture of this device and synthes does not have reporting responsibility for this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The reported part is not a synthes device it belongs to (B)(4). (B)(4) is the legal manufacture of this device and synthes does not have reporting responsibility for this device.

Manufacturer narrative:
This report is for two 3d mandible patient specific plates/unknown lots. Part and lot numbers are unknown; UDI number is unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that both 3d mandible patient specific plates broke post-operatively. A revision procedure to remove the plates is planned but has not occurred yet. This report is for two 3d mandible patient specific plates. This is report 1 of 1 for (B)(4).